Event description:
The advocate alleged a control test was performed using the customer's breeze2 system and the result was 300 mg/dl. A normal control range was not provided, but should be around 91-123 mg/dl. The advocate did not have the testing supplies at the time of the call, so troubleshooting was not possible. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer. The advocate also insisted the meter be replaced.